Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During revision surgery, the physician confirmed that the cuff was too large and replaced it with a downsized cuff. The physician stated that the incontinence was not believed to be caused or contributed to by the device. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported issues with length too long, mechanical issue may have been due to a potential measurement error of the device at implant procedure. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.